Event description:
Caller reported blood glucose results of 32 mg/dl on compact plus system 1, 72 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips; however, the strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Strips no longer available.